Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on the evening of (B)(6) 2023. The patient went to sleep while the sensor was still in the warm up period. According to the patient, late that evening he had seizure due to low sugar. His girlfriend was with him that evening and called for an ambulance. It was reported that there was no readings from the patient's insulin pump when he had the seizure. His girlfriend noticed a red circle with x mark on his pump. The patient was taken to urgent care and while there, the nurse checked the patient's blood glucose three times and it increased to 180 mg/dl. The patient was treated with tramadol/tylenol and was given 2 tablets. The patient was released the following day (B)(6) 2023 since his blood glucose was in normal range. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.